Event description:
It was reported that during the original implant date in a laparoscopic adjustable band procedure, the band was being passed around the stomach and while fastening and the buckle came off. The procedure was prolonged by 15 fifteen minutes. Another band was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Torn the band was returned with the buckle on the snorkel side torn. While it is not possible to draw definitive conclusions regarding the root cause of the reported event it can tentatively be suggested that the damage may be the result of manipulation during implantation. A device history record (DHR) review was performed, and no discrepancies were observed during the manufacturing process. While it is not possible to state with absolute certainty that a manufacturing issue was not the cause of the reported event, our investigations concluded that the device was manufactured to specifications and met all release criteria. It is also noted that each and every device is inspected prior to release.